Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device stopped ventilation, went on buzzer. User changed the ventilator put this one aside. Then they did several manipulation with it. Turned it off and sent it to biomed. Changed ventilation unit. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: prior to the reported date of event a successful device service had been performed on 20.06.2024. The logfile analysis confirmed the issue reported by the user. The device displayed several high priority alarms before it stopped ventilating. The user exchanged the device and the patient continued to be ventilated. In this incident there was no harm to the patient or user but the discontinuation of the ventilation could have led to a deterioration of the state of health of the patient. Therefore, this case was assessed a reportable case. The technician on-site did an initial investigation of the ventilator and was able to pre-determine a defective control board (part n° (msp161502) as the root cause for the incident. The defective control board was sent back to hamilton medical and was investigated. The investigation confirmed a leaky rtc capacitator on the control board to be the root cause.

Event description:
The following was reported to hamilton medical ag: device stopped ventilation, went on buzzer. User changed the ventilator put this one aside. Then they did several manipulation with it. Turned it off and sent it to biomed. Changed ventilation unit. No health consequences or impact.